Event description:
A customer contacted beckman coulter (bec) reporting low white blood count (wbc) results on high and low quality control (qc) samples generated on the coulter act diff 2 analyzer. There were no patient samples processed following the control issues. The customer attempted to correct the issue and zapped the apertures, bleached baths, and replaced the waste and diluent filters which did not resolve the issue. A bec field service engineer (fse) was dispatched to evaluate the instrument and reported a contained leak of an undetermined volume coming from the probe wipe. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. The operator did not seek medical attention. No erroneous results were generated in connection to this event.

Manufacturer narrative:
Control data also indicated that there was low red blood count (rbc) recovery on quality control runs. The fse replaced the wbc bath, rbc bath, and the waste filter to correct the poor recovery of wbc and rbc parameter of controls. The fse also replaced the solenoid air pressure valve (lv16) to improve the rbc reproducibility % coefficient of variation (% cv). In addition, the waste filter and vacuum isolator was replaced as part of incidental maintenance. The fse also replaced the probe wipe and its pinch tubing and probe to correct the dripping probe wipe. The fse verified that the high and low vacuum was stable and acceptable. Service activity performed was verified to meet the specified requirements per established procedures. Failure mode: probe assembly, wbc bath, rbc bath and lv16. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).